Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that central processing unit (cpu) and memory utilization reaching 100 percentage. A technical support specialist (tss) increased server resources on server, upgrading central processing unit (cpu) and memory to improve performance, and kept the case open for monitoring stability. Customer reported recurring server-related issues causing frequent downtime. Interface team identified and repaired a database consistency issue; however, it was not related to the ongoing instability. After the fix, communication was restored and all messages were successfully processed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, experienced an interface issue that prevented patients and their orders from crossing to the pyxis stations. This was reported as a recurring problem affecting system functionality. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.